Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No prime anomaly was noted. The pump was monitored for several days and no constant tone was noted. The pump had a cracked case at the display window corners, battery tube threads, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and the piston was not functioning properly. Blood glucose level at the time of the incident was not provided. Customer stated that this issue had been recurring for about two months leading up to the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.